Event description:
It was reported that during a heavily calcified right coronary artery stenting procedure, after deployment of the 2.75x38mm xience prime stent, during the second inflation of the balloon to post-dilate, the balloon ruptured at 13 atmospheres (atm). The stent was, reportedly, fully apposed to the vessel wall. After balloon rupture, the stent delivery system was difficult to remove, due to some resistance with the deployed stent, so the stent delivery system was removed with the guide wire and guide catheter as one unit. The vessel was rewired for additional planned stenting. Moving proximal in the lesion, a 3.0x38mm and a 3.5x38mm xience prime were deployed without issue. A 4.0x23mm xience v rx was deployed in the proximal lesion, perforating the vessel. A jostent graftmaster was deployed without issue, resolving the perforation. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of perforation is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The xience prime stent is being filed under a separate medwatch report #.